Event description:
It was reported that, when the staff moved the console slightly, the console shut off on its own. The emergency button was not engaged. It is unknown if the console was ever unplugged or bumped. The customer reported a burning smell was noticed after the footswitch was moved and the console was restarted. There was no patient involved.

Manufacturer narrative:
The console was inspected and serviced at the customer's site. During evaluation, the reported issue could not be reproduced. All checks, including power connection, alignment, and calibration, were completed successfully with no abnormalities found. After restarting the console, the customer confirmed the console was able to be used.

Event description:
It was reported that, when the staff moved the console slightly, the console shut off on its own. The emergency button was not engaged. It is unknown if the console was ever unplugged or bumped. The customer reported a burning smell was noticed after the footswitch was moved and the console was restarted. There was no patient involved.